Event description:
The customer reported an issue with a loose plug. The fse clarified that this resulted in an intermittent no boot issue. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power plug connection was tightened during the svc call. The system was tested and found to be working as intended and put back into svc.